Event description:
It was reported to target by the physician that the coil could not be delivered. The pt's health was not affected. Upon inspection of the returned product, it was found that the coil had separated from the pusher wire making this complaint a MDR on 7/1/98.